Event description:
The svc report shows while at the facility for a svc call, it was noted the audio alarm did not function. The nellcor puritan-bennett customer support engineer (npb cse) verified the issue. The npb cse reported reseating the pcb's in the card cage and correcting the issue. The customer does their own pm/s. The unit passed extended self testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.